Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: no product was returned for investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Stroke: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the stroke was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Major bleed: there was seizure activity so they were intubated to protect the airway. After a computed tomography, a small bleed was found and anticoagulation was held. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Event description:
The complainant reported that there was thrombocytopenia, major bleeding and a stroke during impella 5.5 patient support. While on support, the patient¿s platelet count was low so heparin was held. The patient had a cerebrovascular accident. There was seizure activity so they were intubated to protect the airway. After a computed tomography, a small bleed was found and anticoagulation was held. The complication was successfully managed. The patient remained on support until successfully explanation and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿